Manufacturer narrative:
(B)(4). Date of the event: the exact date of the event was not provided; it was reported to have occurred in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. The patient was not hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovered from the peritonitis event. The action taken dianeal therapy was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.